Manufacturer narrative:
Product complaint # (B)(4). Conclusion: based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There is no current safety signal identified related to the reported event based on review of complaint history for the device. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR report #3008114965-2017-00509. Additional information received on march 01, 2018: the lot number of the deltapaq is unknown. There was no damage noted to the device prior to use. The microcatheter information is unknown. There were no kinks or bends noted to the microcatheter that may have contributed to the reported event. There was no resistance encountered between the microcatheter and the deltapaq and the coil was not stretched when it was removed. The coil was still attached to the delivery system when it was removed from the patient. Only the deltapaq was removed from the patient as a result of this event. An enpower control cable and dcb were used, catalog and lot information is unknown. A pre-deployment check was performed and a low battery light was not seen during the case. The green system ready light illuminated. All connections appeared to fit properly without application of excessive force. The same connecting cable and dcb were used successfully both with subsequent coils and coils used prior to the reported event. The intended procedure was the embolization of an intracranial aneurysm. Patient information is not available.

Manufacturer narrative:
(B)(4). This initial MDR will be the only report submitted for MFR report #3008114965-2017-00509. Patient information has been requested but not reported at this time. UDI: lot number unknown; (B)(4). Lot number unknown, therefore manufacture and expiration dates are unknown. (B)(6). The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported by a healthcare professional that a deltapaq coil ((B)(4)/unknown lot) was used during a procedure and the coil could not be detached. This was the third coil used during the procedure. The coil was withdrawn and another coil was used to complete the procedure. There was no report of patient injury.